Event description:
It was reported a closure device detachment occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Difficulty was experienced flushing the wds during preparation but was ultimately successful and the procedure proceeded. When the closure device was deployed in the laa, it was discovered via transesophageal echocardiogram (tee) the closure device had detached from the core wire. The closure device met all release criteria that could be tested and the decision was made to conclude the procedure with the closure device in place. No patient complications were reported.